Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm approximately three weeks ago. It was reported that when the stent graft delivery system was inserted in the patient, the "dot" on the delivery system handle was aligned where the physician wanted to deploy the contralateral gate; however, when the stent graft was deployed the contralateral gate orientation was at 180 degrees to where the dot on the delivery catheter was located. It is unknown if the alignment of the bifurcated stent grafts contralateral gate was checked prior to insertion into the patient. There were no other issues with the device. The stent graft was successfully deployed without issue and the physician was able to cannulate the gate to complete the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: lack of information (unable to confirm contralateral gate orientation).